Event description:
It was reported that a malfunction alarm occurred with malfunction code 12 appearing on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.